Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a blood glucose (bg) level of 287 mg/dl. During troubleshooting, inconsistent drops were observed to be dripping out of the infusion set tubing. Bg level was addressed by delivering a correction bolus and administering manual injections. Reportedly, a supply change was performed to address the issue.